Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The returned meter was tested and control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
On (B)(6), 2011 a customer reported she received an error-7 display message on her precision xtra glucose meter, and also that she had a medical event when she "blacked out" due to a low blood sugar, but declined to complete the medical survey. There was no report of death or permanent injury associated with this event.